Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortum 1 gram loading dose (route, further dosage, further frequency, and further duration not reported) for the peritonitis event. On unreported date(s), the patient was treated with reflin injection 1 gram intraperitoneally (frequency and duration not reported) and heparin 1000 international units in each bag every three days intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.